Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 cobas c 701 module. The sample initially resulted in a creatinine value of 506.8 umol/l and it repeated with values of 55.5 umol/l and 58.1 umol/l.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The customer noted there were deposits and crystals above the cuvettes the day before the event. The field service engineer found a loose sample syringe. The reagent and sample probes were adjusted. The mixer was adjusted. The cuvette rinsing level was acceptable. Controls were acceptable. A hardware check was performed, but the results were too high. The engineer returned the next day and changed the rinse station tubes and water bath windows. A hardware check was performed and was acceptable. The engineer noted they received linearity alarms for samples used for precision studies. The engineer returned and the vacuum bottle was emptied and decontaminated. Controls were acceptable. The heat cut filter was changed and blank cell calibration was acceptable. Precision studies were performed, but were not acceptable. The cuvettes were also changed, but precision still was not acceptable. The engineer returned and changed the heat cut filter. Blank cell calibration was acceptable. Precision studies were performed, but were not acceptable. The cuvettes were also changed, but precision still was not acceptable. Detergent concentration in the cuvettes was low. The engineer returned again to verify the centering of the rinse stations and the detergent path. Mixers were changed and adjusted. Controls were acceptable. The device was working within specifications. The investigation is ongoing.

Manufacturer narrative:
A review of reaction data showed an abnormal reaction curve. A provided hardware check was outside of specifications. The field service engineer found that the sample syringe was loose. The syringe assembly valves were replaced. The reagent and sample probes were adjusted. The miser was replaced and adjusted. The heat cut filter was changed. The naoh concentration in the cuvettes was checked and was slightly low. The cuvettes were placed and the rinse levels were adjusted. Vacuum valves were changed. No additional issues were reported after these actions, but the hardware performance check continued to be outside of specifications. The customer noted they no longer run the test on the instrument and plan to replace the instrument. Further troubleshooting was declined. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.